Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone (e1): (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and there was leakage at the hemostatic valve. It was reported that during the operation the carto vizigo¿ 8.5f bi-directional guiding sheath - small, began leaking saline solution from the end. This was observed at the brim cap. The hemostasis valve did not dislodge inside or outside of the hub. No air entered the patient¿s body, and no blood return was observed. The procedure was completed by using a second sheath. There was no patient consequence.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 21-nov-2023. The device evaluation was completed on 27-nov-2023. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and there was leakage at the hemostatic valve. It was reported that during the operation, the carto vizigo¿ 8.5f bi-directional guiding sheath - small, began leaking saline solution from the end. This was observed at the brim cap. The hemostasis valve did not dislodge inside or outside of the hub. No air entered the patient¿s body, and no blood return was observed. The procedure was completed by using a second sheath. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath the stress marks and physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the broken hemostatic valve was also assessed as MDR reportable. A device history review (DHR) was performed for the finished device 00002287 number, and no non-conformances related to the complaint were found during the review. Based on the completed DHR, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).